Event description:
End user¿s wife advised chair intermittently stops working. Sometimes will not tilt and other times gets stuck in tilt. Chair will drive slow then stops. End user states batteries may be causing the issues due to it sitting for a period of time. No injury. End user¿s wife could not provide any further information. (B)(4).